Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect additive quantity with the incident lot was not observed as the tube appears to be underfilled. Retention samples from the incident lots were evaluated. All samples were visually inspected for the presence of edta additive, and all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the k2edta additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for incorrect additive quantity with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Under filling of tubes can result in an incorrect blood-to additive ratio and potentially incorrect analytic results. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 100 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced an insufficient additive quantity. The customer stated, ¿the user used the purple tubes ref. (B)(4) from batch 8156769 and their samples were coagulated the final customer declares that there is not enough anticoagulant in the lilac tube for their samples to coagulate.¿

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced an insufficient additive quantity. The customer stated, ¿the user used the purple tubes ref. 367844 from batch 8156769 and their samples were coagulated the final customer declares that there is not enough anticoagulant in the lilac tube for their samples to coagulate.¿